Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an audible device notifier alert and presented in clinic. Upon device interrogation, it was noted that for past six months there have been multiple measurements of low pacing impedance on the right ventricular lead. In clinic impedance measurements were in range. The patient is pacemaker dependent and experienced dizziness. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable before and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the ventricular lead also exhibited noise.